Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement and displacement test. However, the detailed trace analysis confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5 v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. Pump was received with broken belt clip rails, scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed power error. The customer's blood glucose at the time of incident was 17.4 mmol/l. The customer was assisted with trouble shooting. The insulin pump will be returned for analysis.